Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient had a system replacement surgery due to a return of symptoms. The patient was reprogrammed on multiple occasions and the field team assisted the patient with charging multiple times. As a result, the patient had their entire system replaced and received a recharge-free device. There were no reported complications. The patient is doing very well and is extremely happy with their new settings.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient had a system replacement surgery due to a return of symptoms. The patient was reprogrammed on multiple occasions and the field team assisted the patient with charging multiple times. As a result, the patient had their entire system replaced and received a recharge-free device. There were no reported complications. The patient is doing very well and is extremely happy with their new settings. Medical/surgical intervention was required.

Event description:
It was reported that the patient had a system replacement surgery due to a return of symptoms. The patient was reprogrammed on multiple occasions and the field team assisted the patient with charging multiple times. As a result, the patient had their entire system replaced and received a recharge-free device. There were no reported complications. The patient is doing very well and is extremely happy with their new settings. Medical/surgical intervention was required.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Corrections made: describe event or problem (b5); MFR contact first name (g1); device codes (h6).